Manufacturer narrative:
Continuation of d10: product ID: 97754, serial# (B)(6), product type recharger, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that the recharger pin had broken off, making it impossible to charge the device. Written or oral dissatisfaction with the recharger was communicated and corrective maintenance/repair was requested. A new wireless recharger was requested to address the issue. The patient was notified to contact the provider if there were any issues with the delivery of the new product. It was unknown under what circumstances the issue was observed. It was unknown if there was any patient involvement or complications as a result of the event. There was no allegation of patient death or serious injury. No complications were reported or anticipated.